Manufacturer narrative:
The device was returned to olympus for inspection and a reportable malfunction was found. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the duodenovideoscope forceps base was burned. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 6/13/2025. Additional corrections: h4, h6.

Manufacturer narrative:
Correction g3: 06/16/2025. Correction is being made to the initial submitted g3 - date received by manufacturer, which was not late. The correct date was 06/13/2025.

Event description:
No additional information received from customer.